Manufacturer narrative:
Product complaint #: (B)(4). H3 device evaluation summary: the representative samples was received. Three empty opened foils and two needle/ suture pieces of product code jv452, lot # pbbdqhr0 were returned for analysis. During the visual inspection of a needle/suture piece (sample a), the swage and attachment area were noted to be as expected. Body fluids were present and marks by use of a surgical instrument could be observed, no needle pull off was noted. The end of the suture piece was noted cut appear to be by use of a surgical instrument and body suture present damaged and body fluids. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, no performance - pull off suture needle was found. H3 device evaluation summary: the actual device (sample b) was received for evaluation. During the visual inspection of a needle/suture piece (sample b), the swage and attachment area were noted to be as expected, the barrel hole and the suture present damaged near of the swage area caused by use of a surgical instrument. In addition, a filament of the suture still was attached to needle. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance - pull off suture needle is an improper handling.

Manufacturer narrative:
Additional summary: twenty-five unopened samples of product code jv452, from other lot mpbclgr0 were returned for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. A manufacturing record evaluation was performed for the finished device jv452; mpbclgr0 number, and no non-conformances were identified. Manufacturing date: 12/01/2018; expiration date: 05/31/2024. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the animal underwent an unknown procedure on unknown date in 2019 and suture was used. The needle pulled off from the thread after a few tissue passages, without exerting excessive tension on the thread. Another device was used to complete the procedure. There were no adverse patient consequences reported.